Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4) for evaluation which determined the machine system failed rite (returned instrument test/evaluation) testing due to a keypad malfunction. During a follow up call on 08/13/10, the dialysis nurse indicated the patient expired on an unknown date. Cause of death was unknown. During a follow up call on 09/14/10, the nurse manager indicated the patient had been hospitalized for a seizure disorder and end stage renal disease. The patient expired on (B)(6) 2010. The cause of death is unknown at this time. The family requested an autopsy. Reportedly, the medical examiner declined to perform an autopsy (reason unknown). The death certificate has not been returned. The patient was not connected to the homechoice at the time of death. The nurse did not believe there was any relationship between the hc and the death.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis lab (pal. Results indicated: the reported difficulty of keypad malfunction was duplicated during pal evaluation. Rite (return instrument test/evaluation) test was performed by the product analysis lab (pal). The device failed rite functional test for the reported difficulty and passed rite electrical test. Review of the database revealed the previous device return was unrelated to the reported difficulty. Troubleshooting of the device was performed by the pal revealed the left hidden button does not work and prevents access to the service menu in the device. Continued troubleshooting of the device revealed fluctuating voltage. The assignable cause of the reported difficulty of rite functional test failed for keypad malfunction was determined to be defective keypad. The assignable cause of the additional difficulty of fluctuating voltage was determined to be poor connection at the digital harness. The reported difficulty and additional difficulty are not related. The keypad, and digital harness will be replaced. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4).the device has been returned for evaluation. Upon completion of the evaluation, a follow up report will be submitted.